Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12397. It was reported the patient's charging unit was getting hot while charging. The patient has not used the charger or the programmer since december. A new charger was sent to the patient but was unable to communicate with the ipg. The sjm representative interrogated the system and was unable to establish communication with any of the patient's chargers, programmer, and extra external devices. The patient is considering an explant or a replacement procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.